Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical device: (B)(4) - battery. (B)(4). Device available for evaluation? Yes, returned to manufacturer - 05/11/2017. Device evaluated by manufacturer? Yes. Device manufacture date: 12/05/2014. Medical device: (B)(4) - battery. (B)(4). Device available for evaluation? Yes, returned to manufacturer - 05/11/2017. Device evaluated by manufacturer? Yes. Device manufacture date: 12/04/2014. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported that the patient was experiencing power switching events. Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) inspection records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that all the devices passed visual inspection but only (B)(4) and (B)(4) passed functional testing. (B)(4) failed functional testing due to an early depletion of cell pair #4, internal inspection revealed corrosion on cell#4. This is an additional observation not related to the reported event. The most likely root cause can be attributed to a puncturing at manufacturing; an internal investigation has been opened by the supplier to address is investigating these anomalies. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient complained of power switching from one port to the other, earlier than expected. It was sated that there was no effect on patient. It was stated that the devices were exchanged. No additional information available.